Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and the right ventricular (rv) lead had a rise to elevated threshold measurements. It was noted that an interrogation was done, and the results showed the right atrial (ra) lead was under-sensing p waves. Reprogramming was done, which resolved all lead issues and the leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.